Event description:
It was reported that a screw became dislodged from poor quality bone due to patient coughing. Physician elected to remove hardware four months later after consolidation.

Manufacturer narrative:
An investigation was performed in the lab and there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at kls se. Review of the device history records was not possible due to no lot number being identified. The investigation results conclude that the root cause for this failure could not be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Correction d9 product received device available for evaluation.